Event description:
It was reported when the device was used during a bowel resection, it fired an incomplete staple line. Consequently, the pt received a colostomy. There were no other pt consequences.